Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was not communicating with the server. The technical support specialist found that the reported issue was because of the data base synchronization failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. The technical support specialist dialed into the station and checked the data synchronization debug and error logs and confirmed that need to perform a manual recovery process on the station. The tss assured that there would be no data loss at the station, as the connection was being restored to ensure seamless data transmission from the station to the server. The tss encountered a retry error after performing the manual recovery by referring the article named manual recovery required - data sync invalid upload change tracking value. The tss required assistance from another team to resolve the retry error. The tss resolved the retry mode without any variation in change tracking. The system functioned as intended after the technical support specialist resolved the issue.